Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophageal system during a ligation of gastroesophageal varices procedure performed on (B)(6) 2025. During the procedure, the suture wire was fractured which caused the bands to not deploy normally. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of suture break. Block h11: investigation results: the returned speedband superview super 7 was inspected, and a visual evaluation revealed damaged and overlapping bands. The slack was not taken up, and the handle showed no evidence that the trip wire was secured to the post. Additionally, the suture wire was returned with seven knots and no breaks. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. This failure might be related with the technique used by the physician or the way the device was being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands. It is possible that, depending on the technique used to grasp the varix or polyp with the ligator unit, the suture may have been displaced during the procedure. This displacement could have prevented the bands from deploying properly and caused them to overlap. Additionally, a labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "take up slack by pulling proximal end of trip wire on handle unit" however, the slack was not taken up from the handle slot. This can ultimately affect the proper deployment of the bands once the ligator housing is installed on the endoscope, causing the trip wire to function incorrectly with the handle when pulling the bands. In addition, the reported event of suture break was not confirmed since the suture wire was returned with seven knots, and no breaks were found on it. Therefore, the most probable root cause of this complaint is failure to follow instructions.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of suture break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophageal system during a ligation of gastroesophageal varices procedure performed on (B)(6) 2025. During the procedure, the suture wire was fractured which caused the bands to not deploy normally. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.